Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, upon further review, it was determined that this would not constitute a serious adverse event as no symptoms or serious injury or medical intervention were reported, and although the mother assisted with dosing glucagon and insulin, the patient is an adult and there was no indication that she was unable to treat herself. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2021. On (B)(6) 2021, the patient's mother stated she had to go out and get the patient to bring them home. There was no symptoms reported; however they stated the patient's dexcom was displaying 42 mg/dl. The patient's mother gave the patient glucagon based on the cgm value. A bg meter reading was checked and it was over 600 mg/dl. A second reading was checked with another bg meter and the reading was also high. The patient's mother then provided the patient with insulin. After treatment, the patient's bg reading decreased to 588 mg/dl and they stated it took the whole night to "get her back", presumed to mean getting the patient's bg in normal range. During the time of the report, the patient's mother stated that the patient's was not at a normal level and their bg was still around 256 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.